Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding a tfn nail package. Reportedly, the package label indicated a part number for a nail for a right application, however, the nail inside the package was found to be the part for a left application as follows: the label on the package; part 456.336s lot 6548299 right, the nail in the package; 456.337 lot 6548299 left.

Manufacturer narrative:
(B)(4): a review of synthes device history records for manufacturing revealed no complaint related issues.(B)(4): placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional information. The part received was 456.337, 6548299 left, the part has been repackaged and there are water marks from steam sterilizer process. Verified material tialb with niton 06, passed. Due to the part being received without the original packaging the customer complaint cannot be substantiated.

Manufacturer narrative:
Device was used for treatment. A review of the device history record has been requested. Subject device has been received and is currently in the evaluation process.